Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The occlusion test could not be performed due to the alarm. The insulin pump had a missing display, cracked display window corner and a cracked reservoir tube lip.

Event description:
The customer reported a prime alarm. The blood glucose reading was 400 mg/dl. The unit was not dropped. The drive support cap is sticking out. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.